Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4). During pre-repair assessment performed by technician, it was noted that the bearings were damaged due to normal wear. Additionally, it was noticed that the casing was misplaced and the functional testing revealed strong vibrations. The device was replaced.

Event description:
Customer reported: pneumatic hose no longer works. This is 1 of 1 report for (B)(4).